Event description:
It was reported that the 9800 system (c-arm) did not have any lights illuminated, but the workstation was powered up and normal. The x-ray switch was activated and the lamps on the c illuminated and image seen on the left monitor. However, no other c functions (save, rotate, etc.) Would work. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.